Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye. There was an anterior capsule tear, the lens was removed and exchanged with a cq2015a lens was implanted with no patient injury. Cause of capsule tear is unknown.

Manufacturer narrative:
Medical review: review of the complaint file indicates that the surgeon inserted a cc4204a collamer single piece lens in the patient's right eye (od). During the surgery, there was a posterior capsule tear, the lens was removed and exchanged with (B)(4) lens with no patient injury. The event was resolved. Several factors can contribute to the capsule tear, which include surgical techniques such as capsulorrhexis and phacoemulsification, and patients factors such as mature cataract, diabetes and capsule dynamics (such as capsular contraction syndrome). It's unlikely the medical device is the root cause of the event. Conclusion not yet available. Evaluation is in progress. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review: after performing a review of the device history record and root cause analysis, the most likely root cause of this complaint is surgeon technique or patient related issues, but this cannot be confirmed from the information provided. Conclusions: based on the complaint history, work order search, medical review, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Concomitant product: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. A lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).